Manufacturer narrative:
The root cause of the customer's complaint could not be established as a sample has not been received. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that the device was susceptible to incomplete flap cuts.